Event description:
It was reported that after the patient¿s second adjustment, the implantable neurostimulator (ins) reverted back to its original settings. It was noted that the patient was concerned it would revert back again.

Manufacturer narrative:
Product ID 4351-35, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 435135, serial# (B)(4), implanted: 2013 (B)(6); product type lead. (B)(4).